Manufacturer narrative:
Eval, results - eval of the returned product found the alarm powered up on two attempts but on the third attempt it did not power on. There is one badly bent battery spring and a set of springs not attached to wires is offset inside the battery case. The alarm case is dented near the battery door. The liqui-label is torn. The delay switch is set at 4 second delay. Note: instructions for use has a statement: store the alarm in a secure place, so it will not be dropped or damaged. Do not use if battery door is missing; battery door is damaged; alarm case is damaged, or alarm case is cracked. Press down on arrow. Slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).

Event description:
The customer reported the alarm has no power. The batteries have been replaced with a new supply and the battery spring looks to be bent. The customer couldn't provide the date when found. There was no pt incident or injury reported.